Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately calcified distal left circumflex (lcx) artery. A 2.75 x 24 promus premier¿ drug-eluting stent was deployed to treat the lesion. Following post-dilation, an edge dissection in the distal part of the stent was noted. A 2.25 x 16 promus premier¿ drug-eluting stent was then deployed distally overlapping the first stent to cover the edge dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.